Event description:
The physician pulled on the drain tube to remove it and determined that it was broken with a portion still in the patient¿s right hip. The patient was taken back to the o.r.; the right hip was re-opened down through the fascia and the retained portion of the drain was removed. The hip was re-sutured and the patient returned to the ICU for observation.

Manufacturer narrative:
The complaint sample was not returned for investigation and the product catalog number was not available. Without the complaint sample, a comprehensive failure analysis was not possible. The lot number was also not provided and without it we are unable to review the device history records to determine if any deviations took place during the manufacturing of this device. Based on the above analysis and information available, we are neither able to identify the root cause of the drain breakage nor confirm it as due to a manufacturing defect at this point in time. No specific corrective action has been implemented at this point as the root cause(s) could not be identified. The customer is advised to refer to the directions for use (dfu) that is packaged along with the product for precautions on drain handling as follow: to facilitate removal of the drain, the drain and tubing portions should not be curled, pinched, over-stretched or sutured, either internally or externally. Do not suture the drain(s). Drains should be placed and removed carefully by hand only with a slow, steady pressure. Excessive force may result in breakage. Drains or tubing should not be handled with any instruments. This can lead to tearing, warping or weakening and subsequent breakage of the drain. During placement and removal of the drain, do not nick, cut, tear or otherwise damage the drain as this may lead to breakage. Leaving the drain implanted for any period of time, which allows for tissue ingrowth around the drain and into the holes, may cause breakage on removal. We will continue to monitor trends and utilize the information for continuous improvement.